Event description:
It was reported that the patient's right ventricular (rv) lead had high short interval counts (sic) and varying impedance due to insulation damage. No intervention has been done since the patient needs time to think before a decision is made. The rv lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).